Manufacturer narrative:
Software version 4.11 e. Retainer is black. Patient returned product with allegation low blood glucose on (B)(6) 2021. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or occlusion alarm noted during testing. Thus software was utilized and downloaded trace device history files properly. In further full review in the deice history file or trace. No insulin flow block alarms were found on or near the event date oct 22, 2021. Found 0.6u bolus on (B)(6) 2021 at 05:53, 2u bolus on (B)(6) 2021 at 11:41, 2u bolus on (B)(6) 2021 at 12:15, 3u bolus on (B)(6) 2021 at 12:50, 2u bolus on (B)(6) 2021 at 14:58, 19u bolus on (B)(6) 2021 at 19:39 were delivered in the daily totals screen. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.9 millivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. In summary, device passed all required testing. Unable to verify customer complaint for low blood glucose. Cosmetic damage found on the device case. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose was 42 mg/dl at time of incident. Customer treated it with food. Customer's current blood glucose level was 75 mg/dl. Customer was assisted with troubleshooting. Customer alleged that the insulin pump was over delivering insulin because customer seemed over delivering. Customer already tried to adjust or lower the basal setting to decrease the amount of insulin delivery. Self test detected no problem in the insulin pump. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. The insulin pump will be returned for analysis.